Event description:
An attempt for coronary angioplasty and stent insertion was made. During removal of guide wire it aooeared portion of wire remained in right coronary and/or broke in aorta. Emergency surgecy was done and portion(s) of wire removed plus 5 artery bypass completed.